Manufacturer narrative:
The lens was not returned. A photo was provided and a medical photo review was conducted. Product history records were reviewed and all documentation indicated that the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was used with the lens/cartridge combination. The root cause cannot be determined for the reported issue of glistening and reduced visual acuity. The lens remains implanted. A slit lamp photo was provided for assessment. The medical photo reviewer's assessment indicated that one photo was provided for this case. The photo shows a medium-sized optic section directly illuminating the central portion of the iol, using moderate magnification, while the pupil is dilated. Within the area of the iol that is illuminated by the slit-lamp beam there appears to be multiple diffuse refractile particles. It is difficult to determine the location or the etiology of these particles. Refractile particles located on the front or back surface of the iol are typically deposits from the aqueous humor. Particles within the body of the iol are referred to as microvacuoles. The root cause cannot be determined based on available information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced reduced visual acuity due to cloudiness of the lens (white dots). Additional information has been received states that there is a high possibility of glistening and not the opacity of the iol itself. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.